Manufacturer narrative:
Expiration - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to the lot number being unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination device got stuck in the vessel and could not be pushed forward properly. The access was arteria femoralis, crossover maneuver. The destination was exchanged for another destination of the same product code and that device worked fine. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 6 fr destination device was returned for evaluation. The dilator was returned with the sheath. Visual inspection revealed that there were no anomalies were noted with the sheath and dilator. Dimensional testing was conducted. The outer diameter of the sheath was measured using a beta lasermike and was found to be 0.1111" which is within the manufacturer specification. Though the sheath had been previously used and undergone mechanical wear due to single use nature of the product, the presence of hydrophilic coating was attempted to be verified by running water over the sheath. There was a profound difference in contact angle of the water between coated and uncoated portions. The uncoated portion of the sheath naturally repelled water and discrete water droplets were formed. Water was attracted to the coated portion of the sheath and spread across the shaft maximizing its contact. Although the device was already used, the contact angle of water along with a tactile slippery feel confirmed the presence of the hydrophilic coating on the sheath for purposes of this evaluation. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the event may have been caused by some external usage of the device. However, the exact cause of the reported event cannot be definitively determined based on the available information.